Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter broke. A fetch&#60576;thrombectomy catheter was selected for use during an emergency coronary intervention. The catheter was advanced over a unspecified guidewire and through the hub of the sheath. During the advancement it was noted it broke into three pieces before entering the patient. The device was removed from the guidewire and the procedure was completed with a different device. No patient complications were reported and the patient status was fine.